Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
Information was received based on review of a journal article titled, ¿return to work in miners following anterior cruciate ligament reconstruction¿ which retrospectively reviewed miners who had undergone acl reconstruction in order to observe the duration of time off work and reasons for delays for patients to return to work. The study included 33 miners who had undergone acl reconstruction from 2009 to 2014. Patients were identified in the article that underwent acl repair procedures. Hematoma or effusion of the knee affected the length of time in which it took the patients to return to work. There has been no further information provided and the patient outcomes are unknown.